Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp)frequency can only be set to 1:2, not 1:1, and the patient should be replaced with other equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp)frequency can only be set to 1:2, not 1:1, and the patient should be replaced with other equipment. There was no patient harm reported.

Manufacturer narrative:
Tel - (B)(6). A getinge (fse) field service engineer checked equipment on-site at the hospital to confirm the faults reported by customers for repair. Replaced the 5000-hour maintenance package. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.